Event description:
It was reported by the affiliate that the (5) tct75 were used during an unknown procedure. It was reported that the devices cut and stapled two or three centimeters and then stopped. Twenty-six (26) unopened products were also returned, lot number n4ga7r. The case was completed with another instrument. There was no pt consequence.